Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The customer reported sensor glucose level, was 200 mg dl. The customer states last time the cannula was bent. The customer had no symptoms. The customer did treat the high blood glucose level with a bolus from the insulin pump, 4 units. The blood glucose level was 240 mg/dl. The customer reported once home the blood glucose levels continued to drop 209 mg/d, 188 mg/dl and 180 mg/dl. The insulin pump will not be returned for analysis.